Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-02132; 3005168196-2018-02134.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician successfully placed one pc400 using a non-penumbra microcatheter. The physician then felt resistance while advancing another pc400 within the microcatheter and, therefore, the pc400 was removed. The physician then successfully placed two p400s. The physician then attempted to place another pc400, however was unable to detach the embolization coil using the handle. The physician therefore used a new handle to successfully detach the coil. The procedure was then completed using five additional pc400s. There was no report of an adverse effect to the patient.